Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples and/or a photo from the customer facility for investigation; therefore, the customer¿s indicated failure mode of IV needle retraction issues with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as bd had not received a sample or photo from the customer facility for investigation; therefore, the investigation was limited. The customer¿s indicated failure mode of IV needle retraction issues with the incident lot was not observed. Root cause description: as bd had not received a sample or photo from the customer facility for investigation; therefore, the investigation was limited. The customer¿s indicated failure mode of IV needle retraction issues with the incident lot was not observed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported, the product 23 g x .75 in bd vacutainer® winged safety pbbcs with 7 in tubing and luer adapter did not fully retract. Found during use. No serious injury or medical intervention noted.